Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon getting ready for operation, it was found that the tail end of the stent was ruptured upon opening the package.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one photo sample received showcasing top view outer packaging and stent in clear closed packaging side by side. Stent pigtail is broken off and separated from rest of stent. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be inappropriate package design. A DHR review did not show any problems or conditions that would have contributed to the reported event. A labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that upon getting ready for operation, it was found that the tail end of the stent was ruptured upon opening the package.